Event description:
A pt was undergoing trans-urethral resection procedure. A 9165 universal electrosurgical pad was on their left front upper thigh. After the completion of the surgery a burn was discovered when the pad was removed. The site required a skin graft. The size of the bum was estimated to be 10cm x 10cm.